Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture and no sensing. High out of range shocking impedance measurements of greater than 125 ohms were also observed. A revision procedure was performed where the lead was found to be dislodged. The dislodgement was confirmed via fluoroscopy. Subsequently the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.